Event description:
Had the essure procedure done. Their website led me to believe that it would be a very simple procedure, very little pain and could even go out to eat that night. Most had very little discomfort and returned to work the next day. Met with my doctor about a week before I had this done and she had not had any problems with any she had done before. Everything I had read and from what she said, I felt good about having this done I was to take a valium on my way there to help me relax. The procedure was extremely painful, I turned white and almost passed out. She had a difficult time inserting them, I wish I would have had her stop. I became very sick and threw up five times when she was finished. I had to lay there over an hour before I could get up and leave. I was in extreme pain the rest of the night and was taking pain pills. I did return to work the next day, but was still in pain. I have some pain every day, some days worse than others. Three to four mos after the procedure you have to go back to have dye put in you to see if it worked. I was told that I could drive myself and that it was a simple procedure. It turned out to be just as bad as having the procedure done. I got just as sick and threw up and had to lay or over one hour before I could leave. I had to call my husband to come and get met, I could not drive home. Diagnosis or reason for use: permanent birth control.